Event description:
It was reported that the tip of the probe was broken during the procedure at left side s1. The broken piece remained in the cortical bone. No other patient complications were reported.

Manufacturer narrative:
Device was not returned to the MFR for evaluation. Imagine of the probe was reviewed. The tip breakage was confirmed. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.